Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during initial drain of peritoneal dialysis therapy on the homechoice. The home patient (hp) was connected at the time of the alarm. Troubleshooting was unable to determine the cause of the alarm. The technical services representative advised the hp to restart therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.